Event description:
It was reported that the physician's handheld was no longer charging with the power charger. Troubleshooting was performed by checking for bad connections and trying different wall outlets, but the handheld still would not charge. A new handheld power cable was provided to the physician. The non-working power cable has not been received for analysis to date.